Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. It was also noted that the outersheath was not returned with the device. Microscope examination was performed on the bushing, and it was confirmed that no other discernible failures were observed. A dimensional analysis was also performed on the outside diameter of the bushing, and it was found to be within specification. The reported event was not confirmed. Based on the analysis, there was evidence of premature deployment. During the procedure, it was possible that the physician made the first activation in the device without noticing and due to the device functionality in some cases, it is also possible that the deployment was made after the first activation. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the physician cut the polyp and used a clip to prevent bleeding. The clip was then able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the physician cut the polyp and used a clip to prevent bleeding. The clip was then able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.